Event description:
It was reported that the patient let their battery deplete. A manufacturer representative was unable to tell if the patient was having any symptoms because the battery was dead. Impedances were run using a multi-lead trailing cable (mltc) on the lead and extensions. The impedance readings were high and showed impedances greater than 40,000 ohms on electrodes 8 through 15. The cause of the impedance issue was not determined. No lead fractures were noted. It was noted that the device reached elective replacement indicator or end of service. The entire system was explanted and replaced. The patient was receiving good therapy at the time of the report.

Manufacturer narrative:
Concomitant: product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).